Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from 02/19/2015 - 02/24/2015 and retrospective review of customer complaints.

Event description:
An intra-aortic balloon (iab) catheter was being used for treatment. The product was used for approx 21 hrs when, during treatment, a "rapid gas loss" alarm occurred. The catheter was removed. There was no pt injury.